Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was at 390 mg/dl at the time of the call, and 180 m/dl at the time of admission. The customer bolused for breakfast and within an hour went into a seizure. The customer was given glucagon to treat. The customer experienced symptoms such as a seizure. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed and the caller does not believe the pump over delivered. The insulin pump will not be returned for analysis.